Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012362243); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012307633); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-23 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 68.2 mm, left ventricular outflow tract calcification on the right coronary cusp (rcc) and non-coronary cusp side with rcc thickness of 5-6 mm, access was obtained via the left femoral artery. Subsequently, a pre-implant balloon valvuloplasty was performed using a 16 mm balloon. The valve and delivery catheter system were inserted into the patient and advanced to the annulus where the valve was deployed to 80%. Severe under-expansion of the valve frame was observed. The valve was recaptured and a non-medtronic guidewire was placed in the left ventricle from the contralateral side. Two additional bavs were performed using an 18 mm balloon. The valve was deployed a second time, but the under-expansion persisted. The valve was recaptured and withdrawn from the patient. It was decided to use a smaller sized valve at 23 mm. Following the placement of the 23 mm valve, a post-implant bav was performed using a 18 mm balloon and mild paravalvular leak was noted.